Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to reported a vehicular accident due to low blood glucose. Customer stated that he had crashed his car. When he calibrated a lot of insulin was delivered. Customer stated that he did not feel right. The paramedics had treated him twice due to vehicular accidents. Customer stated that the insulin pump is at fault. Customer was diagnosed hypoglycemic unawareness. Customer requesting a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to loose power connector on interface board. The insulin pump had cracked display window corner and missing end cap.